Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the telescope was kinked, and an imaging core windup with a coiled drive cable and an imaging window detached were encountered near the lap joint section. However, the imaging window was not returned for analysis. Impedance test shows an electrical open at proximal end of the catheter between 130-140 cm from the distal housing. Media returned by the customer was inspected and showed he device hub, but it did not present any evidence of the reported issue. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 05 jun 2024. It was reported that a catheter issue occurred. The 75% stenosed target 28mm x 2.75mm lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image despite multiple flushing attempts. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window detached near the lap joint section.